Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. Review of the download data indicates the patient received two inappropriate treatment. Nsvt contributed to the false detection. At 12:59:26 on (B)(6) 2023, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm @ 70 bpm with pvcs/nsvt. The patient's post-shock rhythm was sinus tachycardia @ 110 bpm with pvcs/nsvt. At 12:59:47, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was nsvt. The patient's post-shock rhythm was sinus rhythm @ 90 bpm with pvcs/nsvt. The electrode belt was disconnected at 13:14:39 on (B)(6) 2023. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.